Event description:
The customer reported that prior to the surgical procedure, the battery began to smoke when attached to the handpiece. Both were removed from the room and an alternate system was used to perform the procedure. There was no injury or surgical delay associated with this event.

Manufacturer narrative:
Investigation findings: to date this battery has not been received for an investigation. A follow up report will be filed upon return of the battery and completion of an investigation. A review of product history for this device and customer found a recent event for this problem. A visual examination of the battery used in this prior event, found the battery terminals discolored from overheating/shorting and some battery cells depleted from exposure to extended autoclave cycles. During testing of this battery, the reported problem of smoke was not able to be duplicated, although during charging of the unit, it did get hot. In addition, the specific handpiece in use at the time of this event was not returned for evaluation. The customer has been informed of this information.